Manufacturer narrative:
The investigation reviewed batch records and identified no deviations. Further root cause investigation was carried out and it was determined that the stuck together or kinked tubes are caused by the thickness of the tubes along with an unfavorable tube position within the disposable set. Prior to usage of the device, each device user is provided training. During the training device users are advised to check all tubing for kinks/occlusions.

Event description:
The device user (du) reported that the formed ivc tubing which exits the liver bowl is more prone than usual to being stuck together, and more prone to collapsing which is preventing sufficient ivc outflow when ivc pressures drop. This is promoting additional perfusate entering the liver during liver onboarding. Liver transplanted following the initial issue with liver onboarding and outflow concern.

Manufacturer narrative:
The device was not returned for evaluation. The batch records check identified no deviation. Additional root cause information is pending and will be provided once available.

Event description:
The device user (du) reported that the formed ivc tubing which exits the liver bowl is more prone than usual to being stuck together, and more prone to collapsing which is preventing sufficient ivc outflow when ivc pressures drop. This is promoting additional perfusate entering the liver during liver onboarding. Liver transplanted following the initial issue with liver onboarding and outflow concern.